Manufacturer narrative:
On april 10, 2023, the mentor analysis lab received the suspect medical device for evaluation. On april 18, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found ruptured, received in two (2) parts, and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On march 21, 2023, mentor received additional information. The patient was diagnosed with bilaterally ruptured breast implants and bilateral breast implant malposition. As a result, the patient underwent bilateral removal and replacement with 400cc (left-sided) and 480cc (right-sided) mentor memorygel breast implants on (B)(6), 2023. The date of explantation was confirmed as (B)(6), 2023 per the postoperative report. As a complication was reported with the contralateral device, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-04120 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 01, 2023, mentor was notified that the patient's explantation surgery was rescheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).